Manufacturer narrative:
The most possible root cause is a user error. The unexpected surgical outcome was most likely caused by incorrect pre-operative keratometry measurement. The customer stated that they think this could possibly have been a user error. The tech may have done the test incorrectly. There is no indication that there was a malfunction of the zeiss device that could have contributed to the unexpected surgical outcome.

Event description:
It was reported that the patient unfortunately had a poor outcome. Measurements are significantly different pre and post op. A lens repositioning was performed.